Manufacturer narrative:
G4: 12oct2019. B4: 14oct2019. The touchscreen was returned for failure analysis. The touchscreen revealed no signs of damage or contamination. During testing, it was determined that the resistance (ul_lr and ur_ll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 21jun2019. Date of this report: 15jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The unit passed testing. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement.